Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the pocket site. The patient was prescribed antibiotics and underwent an explant procedure. The patient was cleared from infection. During scs permanent implant procedure, the x-ray result revealed that contacts were left inside the patient's body. The contacts were removed and the procedure was completed. The patient was doing well.